Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the peritonitis was reported to be due to a fungus (not further specified). Treatment was not reported, nor whether the patient was hospitalized for the event. On an unreported date, in the same year as onset, the peritonitis was resolved and the patient was recovered from the event. On an unreported date, dianeal therapy was discontinued. No additional information is available.